Event description:
In 2008, the sales rep reported that during a kit inspection, it was noticed that the extender sleeve does not attach to the screw. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Event occurred during kit inspection. Requests have been made for the return of the product. Request has been made to obtain the product. Eval is pending upon the return of the product.